Event description:
While placing the patient onto the beach chair, the base separated from the assembly at the welded joint. Failure occurred during patient positioning; no patient contact with the failure point and no injury resulted. A replacement device was provided.

Manufacturer narrative:
This report is being submitted after the 30-calendar-day reporting timeframe required under 21 cfr 803.50. The delay resulted from an initial reportability determination of "non-reportable" at the time of complaint closure; that determination has been reassessed in light of the malfunction recurrence pattern established across complaints 86, 89, and 91, and this report reflects the corrected determination.this report reflects a reassessment of reportability. The event (base separation at the welded joint of the inner nested channel assembly, (B)(4), lot 2023032001, s/n (B)(4)) occurred while the patient was being placed onto the device. No patient contact with the failure point occurred and no injury resulted; a replacement device was provided.this was the third complaint of this type received by the firm (related MDR report numbers (B)(4) and (B)(4)), and its recurrence directly prompted initiation of CAPA-051. Root cause investigation determined the failure to result from inconsistent/inadequate weld quality at the bc-0105 joint. This reassessment is why the event now meets the malfunction recurrence threshold under 21 cfr 803.50.corrective action consists of a modular two-part redesign eliminating the welded joint, with associated packaging redesign; design verification is in progress under dco 1052. A field correction addressing all affected units (21 cfr part 806) is in process; the associated correction/removal report is pending submission.